Event description:
A hospital in (B)(6) reported via our distributor that the feedset of an mr290 humidification chamber was found broken when the customer opened the circuit kit. This was found before patient use.

Manufacturer narrative:
(B)(4). Method: the complaint mr290 autofeed humidification chamber was returned to fisher & paykel healthcare in (B)(4) and was visually inspected for the reported damage. Results: visual inspection revealed that the spike was returned separated from the feedset tubing. A sufficient amount of glue was found on the feedest tubing but it was found to be slightly sticky. A lot check revealed no other complaints of this nature for lot 130711. Conclusion: enough glue was applied to the spike tubing connections but the glue has not bonded. We have conducted extensive testing of the mr290 chamber, with particular emphasis on feedset breaks. Significantly we have not been able to replicate failure of the feedset tube at the chamber dome in any of our testing. (B)(4). Additionally all chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. Chambers that fail any of these tests are discarded. This suggests that the damage occurred after the product was released for distribution. The user instructions that accompany the mr290 state the following: "set appropriate ventilator alarms." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." (B)(4).